Event description:
During a gastric procedure, the stapler was fired correctly, in position to the tissue, but the staples didn't form well, and some of them went out from the stapler. In addition, the donut was incomplete. The surgeon took off all the staples and did the procedure manually with sutures.